Manufacturer narrative:
Additional information received indicated that the patient was not therapeutic on anticoagulation. The patient is currently in stable condition post pump exchange. The medical team does not believe the event was related to the device. The patient's primary controller was warm to the touch due to increased power consumption and was subsequently exchanged. Concomitant medical product: controller, b)(4), cat log-1403, exp date-03-31-2015, return date 03-24-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented to the hospital on (B)(6) 2017 with "high watt" alarms, increase in power and flow, and dark urine. Flows were greater than 10 liters/minute and power was 9.2 watts at a speed of 2,900 rpms. International normalized ratio (inr) was 1.8 upon admission. Lactate dehydrogenase (ldh) was elevated. Pump thrombus was suspected based on patient presentation. Controller log files were sent. Preliminary log files confirmed a rise in power consumption above normal operating range. The patient was started on heparin drip. The site decided to perform a pump exchange on (B)(6) 2017. Thrombus was visualized in the left ventricle upon removal of the pump. The patient is stable in the intensive care unit (ICU).

Manufacturer narrative:
(B)(4). (B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported "high power" event was confirmed via review of the controller log files which revealed multiple high watt alarms. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing and the reported "overheating" event could not be confirmed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The increase in power consumption likely led to the controller warming up as mentioned in the additional information received. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.